Manufacturer narrative:
(B)(4). The customer reported damage to the ac power cord. The unit failed to power up on ac power due to the faulty ac power cord. There was no report of pt involvement. The unit was evaluated by a philips field service engineer and the failure was verified. The power cord had been arcing due to the plug not being completely connected into the ac power inlet. The power cord was replaced which resolved the failure.

Event description:
The customer reported damage to the ac power cord. The unit failed to power up on ac power due to the faulty ac power cord.